Event description:
Closed system transfer device became spontaneously disconnected from the patient on two occurrences where the adaptor connects to the primary tubing. Blood and medication readily flowing from adaptor end onto patient's bed and floor. One occurrence involved b braun orange capped adaptor and the other involved the white cap. FDA safety report ID# (B)(4).